Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that a brown substance came out of the device during use. The substance was irrigated out of the surgical site and the procedure was successfully completed as planned. Lab work was run on the patient, and came back negative. The patient has exhibited no signs of infection to date.